Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. The post-operative x-ray provided shows as small xpand titanium spacer with no measurable gap of expansion. This indicates that the implant appears to have collapsed from its original height. No determinations as to the exact cause of the reported issue could be made as the device could not be evaluated.

Event description:
It was reported from a user facility in the united kingdom, that an xpand spacer collapsed post-operatively.no revision has been performed.